Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.

Manufacturer narrative:
The service engineer replaced the universal serial bus (usb) flash drive and the unit passed all testing and operates within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the issue occurred during setup, the ventilator was not on a patient at the time of the event.